Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) with cyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange would not deploy. The physician removed the catheter from the cyst and went back in the stomach, and the flange was able to be deployed in the stomach. There were no patient complications reported as a result of this event.